Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date of event was not detailed. Part/lot number are unknown. The device was not returned; this is a known event with the knob/dial that has been addressed on an internal action.

Event description:
The customer reports the power knob is stripped and will not adjust to a power of 6. Carefusion issued a replacement. It is unknown with this condition was noticed, patient involvement is unknown.